Manufacturer narrative:
(B)(4). The device was noted to have an arc mark; further analysis indicated the presence of lead material. The device was tested on the bench and the output stage was noted to be damaged. The cause of the damage was a lead anomaly.

Event description:
This report is to advise of an event observed during analysis.